Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted ipg was discarded by the medical facility.